Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that p wave oversensing was noted. Programming changes were made. Patient condition was good after the event.